Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this device, a consistent high out of range pacing impedance measurement was observed upon atrial lead insertion into the header port. The physician reported removing the terminal pin several times for cleaning and reinsertion; however, the issue remained unresolved and as such, the device was removed and replaced without complication with another device of same model type. The attempted implant device is expected to be returned for analysis. No procedural adverse patient effects were reported and due to acceptable measurements with the new device, no lead changes were required.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was conducted. High power visual inspection of the header and lead barrels noted no irregularities; all seal plugs were intact. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the out-of-range impedance values observed during the implant procedure, but this could not be confirmed during laboratory analysis.

Event description:
It was reported that during the attempted implant of this device, a consistent high out of range pacing impedance measurement was observed upon atrial lead insertion into the header port. The physician reported removing the terminal pin several times for cleaning and reinsertion; however, the issue remained unresolved and as such, the device was removed and replaced without complication with another device of same model type. The attempted implant device is expected to be returned for analysis. No procedural adverse patient effects were reported and due to acceptable measurements with the new device, no lead changes were required.